Event description:
It was reported that the patient¿s pacemaker was interrogated in the emergency department (ed). A cxr was performed and confirmed that the ra lead was dislodged. The lead was explanted and replaced. The patient was stable before during and after the procedure.

Manufacturer narrative:
H6: previously reported inappropriate shock code was not related to this right atrial lead.

Event description:
New information notes that rv lead was dislodged and replaced. Five days later the patient received inappropriate shock.